Event description:
It was reported that the customer was hospitalized for dka. It was indicated that the batteries died in the pump at some point and the customer was not aware of it. Troubleshooting was performed. Bgs were treated with manual injections. In addition, the nurse stated that the customer does not know their basal rates.